Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(4) male pt notified a zoll territory manager that the pt came into the hospital with the gels deployed. A subsequent download confirmed the pt was treated. While following up with the pt, a zoll patient service representative notified customer support that the pt was wearing the lifevest backwards and that the pt had dexterity and strength issues and had issues with pressing the response buttons after a few attempts. A review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of two inappropriate treatments. Svt at 153 - 155 bpm contributed to the false detection. The response buttons were pressed after the treatment was delivered. The pt remained at the hospital and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 12/2012; electrode belt sn (B)(4): 11/2010. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.